Manufacturer narrative:
(B)(4). As of today, no additional information has been received. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was reported to have experienced a syncopal episode. A request for additional information was made. No additional adverse patient effects were reported. The device remains in service.